Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the device was ejecting clips during use in surgery. Another device was oepened to complete the case. There was no consequence to pt.